Manufacturer narrative:
Concomitant: product ID 8703w, lot# l64545, implanted: 2000-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient experienced some clonus and spasticity in the leg. A pump motor stall occurred and was confirmed by telemetry; pump in safe state - reset occurred, and stopped pump period may exceed tube set. The pump was interrogated on (B)(6) 2015 and the rate was 2.97mcg/day; however, the dose was initially set at 200mcg/day and in (B)(6) 2014, when the pump was interrogated, the dose was still showing 200mcg/day. Therefore the reset and malfunction occurred in the months in between. The pump motor stall did not recover and it was unknown if there was more than one motor stall. The cause of the motorstall was unknown. It was unknown what type of reset occurred. The safe state showed when the pump was interrogated. No scans were done that would have interfered with the pump. The patient was given oral baclofen 20mg at 1 tablet every 4-6 hours and was found on his floor by his neighbor on the morning of (B)(6) 2015. The patient was taken to the emergency room (ER) and was currently doing better. The pump was going to be replaced on (B)(6) 2015; however, the patient¿s daughter refused as cost was a factor. Currently the daughter felt like the pump should be replaced after the patient was found on the floor. It was believed that the patient was still currently in the hospital receiving treatment. Patient history included stroke, high blood pressure, high cholesterol, diabetes, reflux and coronary artery disease, gall and bladder issues. The patient had an amputation and had a heart bypass. The pump was delivering compounded baclofen.